Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. On an unreported date, the patient began treatment with injection vancomycin 1 gram, (frequency, duration and route not reported), injection amikacin 150 milligram, (frequency, duration and route not reported), intraperitoneal injection cilanem 500 milligram each bag, (duration not reported), flucon 150 mg tablet, once a day (duration not reported) and cifran 250 mg tablet, twice a day (duration not reported) for peritonitis. At the time of this report the patient outcome of this peritonitis event was unknown. Dianeal therapies were ongoing. No additional information is available.